Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of melting on the manifold between 3-6 o'clock positions of the tip. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. Further, a review into the depuy synthes mitek complaints system revealed no complaints from this lot of devices that were released to distribution. Corrective actions to be identified through a CAPA that if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the suction on the vapr 4.0mm suct loprofile device lost output power after three minutes of use. According to the reporter, the device was brand new and its first use when the issue occurred. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.